Manufacturer narrative:
Report provided claims as the end-user was attempting to traverse up a portable ramp, approximately mid-way up the ramp the device was reported to have veered to one side allowing the device to fall off the side of the ramp and land on to its side. The end-user described as sustaining a laceration to one of their toes which reportedly was not properly cleaned which later became septic resulting with the end-user requiring hospitalization to address. This event was reported to have occurred while traveling in another state from their home, and the end-user was not forthcoming as to the height of rise or length of ramp being used at the time of the incident. The power wheelchair was evaluated by permobil representative where it was found to be fully functional with no notable operational deviations as described by the end-user as having occurred. Permobil is unable to confirm a product malfunction had occurred and therefore is unable to reach a determination as to possible root cause without speculation. The DHR was reviewed and device was found to have met specification prior to distribution.

Event description:
Received report claiming as end-user was driving their power wheelchair up a portable ramp, when reaching the middle of the ramp the wheelchair reportedly veered to the side forcing the wheelchair, with the end-user, to fall on to its side.

Manufacturer narrative:
Report provided claims as the end-user was attempting to traverse up a portable ramp, approximately mid-way up the ramp the device was reported to have veered to one side allowing the device to fall off the side of the ramp and land on to its side. The end-user described as sustaining a laceration to one of their toes which reportedly was not properly cleaned which later became septic resulting with the end-user requiring hospitalization to address. This event was reported to have occurred while traveling in another state from their home, and the end-user was not forthcoming as to the height of rise or length of ramp being used at the time of the incident. The power wheelchair was evaluated by permobil representative where it was found to be fully functional with no notable operational deviations as described by the end-user as having occurred. Permobil is unable to confirm a product malfunction had occurred and therefore is unable to reach a determination as to possible root cause without speculation. The DHR was reviewed and device was found to have met specification prior to distribution.

Event description:
Received report claiming as end-user was driving their power wheelchair up a portable ramp, when reaching the middle of the ramp the wheelchair reportedly veered to the side forcing the wheelchair, with the end-user, to fall on to its side.